Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photo. Photographic inspection of the image returned noted surgical sites. Photographic inspection of image 2b noted purple sutures attached to a surgical site, the condition of the sutures could not be determined due to the quality of the image. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Title: malignant pleural mesothelioma: is reconstruction of the diaphragm necessary in left pleurectomy/decortication? A case report source: clinical case reports, volume 7, 2019 (299¿301). If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to literature source of study, there was a diaphragm collapse with intrathoracic stomach and colon herniation after pleure ctomy/decortication where the residual diaphragm muscle was reconstructed with a synthetic monofilament continuous absorbable suture. On the 4th postoperative day of the procedure, air-leaking stopped and referred chest pain and dyspnea. At the x-ray, there was ev idence of complete lung collapse of the and air image resembling the stomach. A chest CT scan showed complete intrathoracic stomach and intestinal herniation. After rethoracotomy, the complete herniation of the stomach and bowel was observed with spleen near the heart. The patient was discharged after 10 days without problems and with complete resolution of the herniation.